Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2019 with hypotension, low flows, and pain around the implantable cardioverter-defibrillator (ICD). The patient also noted 45 minutes of low flow alarms the morning prior to admission. The mean arterial pressure (map) was also noted to be elevated. The patient was admitted for blood pressure management. It was later reported that the cause of the low flow alarms was hypertension and hypervolemia. The alarms were resolved by giving the patient intravenous (IV) fluids. The patient was asymptomatic and was admitted to cardiothoracic (CT) surgery for further medication management. No further information was provided.

Manufacturer narrative:
Section a1, g3: correction

Manufacturer narrative:
Additional information: section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported hypotension, hypertension and hypervolemia could not conclusively be established through this evaluation. Additionally, the low flow alarms could not be confirmed as no log files from the time of the event were submitted for evaluation. Additional requests for clarification of the event were sent to the account; however, no further information was provided. The hm3 lvas IFU lists hypertension as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow, such as hypertension. This IFU describes all system alarms and the recommended actions associated with them. This document also states that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.